Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation as well as frequent ipg charging. The patient underwent a revision procedure wherein the ipg was replaced with an MRI-compatible ipg. The patient was doing well postoperatively and the explanted device will not be returned.